Manufacturer narrative:
The following has been corrected: date of this report - corrected to 03/02/2016 (when reported to company) from 03/10/2016. Device manufacture date (mm/dd/yyyy) - corrected to 12/16/2015 from 12/16/2016. (B)(4). Customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information. (B)(4).

Manufacturer narrative:
Registered internally as a complaint (reference (B)(4)) for investigation purposes. Needle not being returned for investigation, all relevant information given in description of event. The device history record for (B)(4), lot49f/15/t has been obtained and reviewed. In process testing and inspections were reviewed. All samples taken gave an acceptable result. No issues were noted. All checks were completed as required by the process and quality plan for teca concentric needle. Device not being returned.

Event description:
Cannula separation from the colour over occurred, with the metal hub remaining within the colour cover, as stated by customer: "the needle came away from the coloured plastic hub but the silver metal hub was still in the plastic hub."